Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of approximately 300-400 mg/dl; cause was unknown. Reportedly, the customers sight has been affected. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained or provided.